Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly, blower, cap, blower chassis, blower bellow, blower mounts, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to contamination. Cooling fan was replaced due to pinched cable. The blower motor was calibrated.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly, blower, cap, blower chassis, blower bellow, blower mounts, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to contamination. Cooling fan was replaced due to pinched cable. The blower motor was calibrated. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.